Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4). Device was discarded.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 17 mg/dl on compact plus meter (system 1) and 62 mg/dl on aviva ii meter (system 2). Strips were discarded. No serious injury reported. Requested return of suspect device and replacement was sent.